Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. It is not verified that the vent was inoperable. The cse inspected the device and replaced the power supply. The unit passed extended self testing.